Event description:
Caller wishes to report a "malfunctioning" scooter. Rptr claims that the device is too hard to control, because it will not drive straight. The device won't drive at full speed, per rptr. Rptr has informed the distributor, and the rptr claims that they "won't listen", and will not assist the rptr in repairing the device. Rptr is completely bed bound without the use of the scooter. Rptr attempted to contact MFR, but claims that no one answered the phone.